Event description:
The customer reported that the reservoir was occluded. Customer stated he was changing his set and got no delivery. Troubleshooting was done. Customer's blood glucose was 209 mg/dl. Advised the customer changing the reservoir resolved the issue. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)